Manufacturer narrative:
Concomitant medical products: product ID: 419678 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead undersensing was noted on stored electrograms (egm). It was also noted that capture could not be confirmed for the left ventricular (lv) lead which was plugged into the atrial port of the implantable cardioverter defibrillator (ICD). The rv and lv lead remain in use. No patient complications have been reported as a result of this event.